Manufacturer narrative:
The asset device was returned to olympus. Upon inspection and testing of the returned device, the follow defects were found, scratch on flex adjustment ring, scratch on forceps channel port, scope connector cover deformed, discoloration to air/water and scope cylinder, discoloration to light/right angulation control knob and upward/downward angulation control knob, metal contacts corroded, light guide lens cracked, bending section cover or distal sheath (black covering of the bending section) adhesive cracked, scratch on connecting tube, worn angle wire, and clogged nozzle with foreign substance due to insufficient or incorrect reprocessing. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus asset evis exera ii colonovideoscope, to the olympus service center. Upon inspection and testing of the returned device, clogged nozzle with foreign material due to incorrect reprocessing was observed. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
Correction to date rec¿d by MFR of the initial medwatch. The aware date should be 07-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. It was presumed that body fluid and/or residue from used chemical agents clogged in the nozzle due to inappropriate reprocessing after a previous procedure. Users can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "operation manual_ preparation and inspection. Inspection of the endoscope_ inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic system. Inspection of the air-feeding function. Inspection of the objective lens cleaning function". Users can reduce/prevent the suggested event by handling the device in accordance with the following IFU: reprocessing manual_ cleaning, disinfection and sterilization. Precleaning_ warning: if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. Flush water and air into the air/water channel_ caution: to prevent clogging of the air/water nozzle, always use the aw [air/water] channel cleaning adapter to clean the air/water channel after each use. Manual cleaning_ clean the external surfaces. Immerse the endoscope in the detergent solution. With the endoscope immersed, use a soft brush or lint-free cloth to thoroughly brush or wipe all external surfaces of the endoscope. Pay particular attention to the air/water nozzle opening and the objective lens, and ensure that all surfaces of the distal end are thoroughly cleaned. Flushing detergent solution into the air/water channels. Removing detergent solution from all channels. Presoak for excessive bleeding and/or delayed reprocessing after each procedure." Olympus will continue to monitor field performance for this device.